Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error after being stuck in the rain. The customer removed the battery for 45 minutes and replaced it, and received a reset error alarm test. The insulin pump was not responsive to key presses. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture on the keypad traces. No button error alarms were noted during testing. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents. The pump passed the self test, unexpected restart and off no power tests. No unexpected restart alarm was noted. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.